Manufacturer narrative:
It was reported that the patient has scar tissue in the knee. A procedure is planned to perform an open lysis of adhesions and to exchange the poly insert. Review of the device history record indicates the device was manufactured to specification. Corrected data: the 510k number was corrected.

Manufacturer narrative:
It was reported that the patient has scar tissue in the knee. A procedure is planned to perform an open lysis of adhesions and to exchange the poly insert. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient has scar tissue in the knee. A procedure is planned to perform an open lysis of adhesions and to exchange the poly insert.